Manufacturer narrative:
Supplier reviewed manufacturing history and determined the order was mixed at the anodize vendor. All possible units that may have been affected were found to be conforming with the exception of one additional unit, which was identified as being the mixed part. The investigation determined the event was isolated to these two units. Both units identified as being non-conforming are within biomet control. This report filed (B)(4), 2011.

Manufacturer narrative:
Investigation into the issue is ongoing. Evaluation of an additional unit from this lot found it to be conforming. A review of complaint history confirmed no other complaints for this lot. (B)(4).

Event description:
It was reported that patient underwent hip arthroplasty procedure utilizing a cone trial on (B)(6) 2011. It was discovered that the device was marked as high-offset and was the color of a high-offset trial cone, but it was not a high-offset. The surgeon trialed for a standard size implant and did not need a high offset trial to complete the procedure. There was no injury to the patient or delay to the procedure as a result.